Event description:
It was reported that during an esophageal dilation procedure, the wire lumen was blocked. A cre wg 18-20mm/180cm/5.5 f/g had been inserted through an unspecified scope to treat an unspecified esophageal stricture. Following insertion of the balloon catheter, the physician attempted to insert an unspecified type of guide wire through the cre wg 18-20mm/180cm/5.5 f/g balloon catheter but the guide wire was unable to exit the device as the lumen was blocked. The cre wg 18-20mm/180cm/5.5 f/g balloon was used to treat the stricture. There were no pt complications reported with the pt's current condition listed as good. When the cre wg 18-20mm/180cm/5.5 f/g balloon was examined outside the body, it appeared the lumen blockage was located at 1cm from the tip of the balloon catheter.